Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter shaft was noted to be flat/crushed. The hub and tip were noted to be intact. During the functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. An attempt was made to flush the microcatheter unsuccessfully, a 0.0158" patency mandrel was advanced through the microcatheter, severe friction was noted as the mandrel advanced through the catheter shaft, the shaft was cut at 31cm from the distal end to aid the mandrel through the catheter, what appeared to be catheter ptfe inner lining and procedural fluid exited the distal tip the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during aneurysm embolization case, the operator checked and flushed the microcatheter and used a 0.014inch 200cm guidewire to deliver the microcatheter. However the patient's vessel was very tortuous and big resistance was encountered. After several tries the operator could not place the microcatheter and guidewire to the location, so he replaced the guidewire with a different one and replaced the microcatheter with a new one too to finish the procedure successfully. The device was returned for analysis, and it was noted that the catheter shaft was flat/crushed and friction was noted when advancing the patency mandrel. The catheter was seen to be blocked/occluded and on inspection, it was seen to be inner ptfe lining/procedural fluids. Based on a review of all available information and the analysis of the returned device, the reported can be confirmed. The reported 'catheter difficulty advancing guidewire' and 'device difficulty engaging target vessel' as well as the analysed 'catheter shaft flat/crushed', 'catheter shaft blocked/occluded', 'catheter shaft friction' and 'catheter ptfe inner lining peeling' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Lining/procedural fluids.

Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter ptfe inner lining was peeling. No clinical consequences were reported to the patient due to this event.